Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient felt the wires may have moved and she felt things upper in the back rather than below near the rectum. The patient was advised to talk to her health care professional. On (B)(6) the patient also reported that she felt that the device was not working. The patient stated that it was painful and infected. There were no further symptoms or complications reported or anticipated.